Event description:
Healthcare professional reported that during surgery the implanting physician noted a "nick on the surface" of a re-sterilizable breast implant sizer. The silicone gel made contact with the breast tissue as "the surgeon needed to use the sizer, so it was utilized". Surgeon was completed with a back up device. The office stated the sizer will be returned.